Event description:
Information was received indicating that this ambulatory infusion pump the pump failed accuracy testing by +8.9%. No adverse patient effects were reported.

Manufacturer narrative:
Evaluation results: one cadd solis vip pumps (2120) pump was returned for investigation. A visual inspection revealed that there was no physical damage to the device. The delivery accuracy of the pump was tested and it was determined that the pump was over delivering the control specification of +/- 3%. This value was however within the published specification of +/- 6. The pump's expulsor was trimmed in order to bring the delivery into a more nominal range. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.